Event description:
It was reported that the procedure was to treat the right common iliac artery with severe calcification, mild tortuosity and 70% stenosis. The omnilink elite stent delivery system (sds) was advanced to the lesion but the sds could no advance through the 6fr 45 cm introducer sheath and the devices were very tight. The 014 guide wire was exchanged for an 035 but this did not allow the advancement. A 7fr sheath was then used and the 6fr sheath and omnilink elite sds were removed together from the anatomy. When attempting to separate the devices outside the anatomy, the delivery system separated and is very damaged. A covered stent was used to complete the procedure and treat the lesion as originally intended by the physician. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to advance and difficult to remove could not be tested due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties could not be determined; however, factors that could contribute to difficult to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Factors that can contribute to difficult to remove include, but are not limited to, kinks, bends, procedural technique, insufficient support, or interactions with other devices. Potential causes for a material separation include, but are not limited to, inadvertent mishandling during unpackaging, during preparation or use of the device, interaction with the anatomy and/or accessory devices. In this case, it is possible the device may have interacted with accessory devices during advancement/retraction, causing the reported difficult to advance and difficult to remove in addition to the observed stretched and bunched shaft in two locations, ultimately causing the reported material separation outside the body; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.